Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =part: 04.038.000s, lot: 68p4151, manufacturing site: bettlach, release to warehouse date: 28. Sep. 2020, expire date: 01. Sep. 2030 . A manufacturing record evaluation was performed for the finished device 04.038.000s lot: 68p4151 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture. During the end cap insertion, the surgeon tried to insert the endcap with an unknown screwdriver, but the endcap couldn't be inserted. The sales rep told the surgeon that end cap could be inserted through the devices, but he wanted to insert it without passing through the devices. He removed the devices and tried to insert the end cap, but it couldn't be inserted. The surgery was completed successfully within 30 minutes delay without inserting the end cap. The patient outcome was stable. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) ti end cap for tfna 0mm extn - sterile. This report is 1 of 2 for (B)(4).